Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl all inside surgery the tightrope self-tightening system gave way at the first stage of tightening on both sides at the all-inside technique. On the tibial side, it happened twice in a row. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number and the graft had to be fixed with screws. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, arthrex concluded that the most likely cause of the reported failure is misuse of the product. This misuse was caused by tensioning the shortening suture strands not in-line with the bone socket. Directions for use (dfu) dfu-0147-eo tightrope devices. G. Precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.